Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the force bipolar instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted and revealed that the user had pressed the emergency stop button on surgeon side console (ssc) 1. It is unclear if the user had pressed the emergency stop button while attempting to use the irk. A review of images provided by the customer of the instrument was performed; however, the allegation that the tips were misaligned could not be confirmed.

Event description:
It was reported that during a da vinci assisted benign hysterectomy procedure, the force bipolar instrument could not be unclamped and additional tissue was removed. The instrument was inspected prior to use and nothing out of the ordinary was observed; additionally, the instrument was not in strong grip mode at the time of event and no fragments broke off from the instrument. The issue occurred at the end of the case, while retracting the colon for the assistant to suction out the remaining irrigation fluid. When the event occurred, a collision occurred causing the force bipolar tips out of alignment. The force bipolar instrument could not be unclamped from the fatty tissue with use of the instrument release kit (irk); the surgeon then proceeded to cut away the tissue using the monopolar curved scissors instrument. The surgeon stated the additional tissue removal still resulted in a successful, acceptable surgical outcome. A third-party laparoscopic instrument was used to straighten the tips of the force bipolar instrument so that the instrument could be removed through the cannula. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa), which was able to confirm and replicate the customer reported complaint. The instrument was found to have both grips bent at the grip base, causing misalignment of the grips. This caused the jaws inability to open while grasping. Visual inspection of the grips showed damage, and both grips had scratches on them. The components adjacent to this bent grip showed damage and the molded insulator was thermally damaged.

Event description:
Refer to h10/h11 for follow-up information.